Manufacturer narrative:
The device was not returned for evaluation. A device history record could not be performed as the serial number provided does not appear to be valid. The complaint was not confirmed. The root cause could not be determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neurosurgery service leader reported that on (B)(6) 2018, a (B)(6)-year-old female patient was placed in a mayfield radiolucent skull clamp (exact product ID not specified). When the surgeon was getting ready to make incision, the head shifted within the skull clamp and pins. The drapes were removed. The patient was taken out of pins and a laceration was noted. The laceration was sutured and there was 30-minute delay in surgery. The skull clamp was taken out of circulation.